Event description:
As reported by the nurse, "attempted to insert 20g IV as ordered in the left ac; using smith medical catheter lot# 3719637 inserted catheter and blood return was confirmed via flash. Proceeded to advance catheter and experienced resistance, immediately removed catheter. When catheter was removed the tip of the catheter appeared to possibly be sheared off or frayed. Physician notified immediately. All catheters have since been removed from the rooms. Team also removed from cath and ep rooms."